Event description:
This spontaneous report was received via email on 03-aug-2023 from a female consumer of unspecified age regarding her use of a thermacare menstrual 8 hr heat wrap. The information she provided was limited and attempts to follow-up with the consumer were unsuccessful. On an unspecified date, the consumer applied a thermacare menstrual heat wrap to her abdomen. She reported that she left it in place for six hours instead of the recommended eight hours because she began to feel a burn. She stated that the wrap left a burn on her stomach. No further information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.